Manufacturer narrative:
The report of fractured lead was confirmed. Analysis of lead a found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01453. Related manufacturer reference number: 1627487-2023-01454. It was reported that the patient¿s leads had fractured resulting in ineffective therapy. The fractures were confirmed by x-rays. As such, surgical intervention took place wherein the entire system was explanted and replaced to address the issue. During the procedure the fractures were visible, however, the impedance readings were normal. Reportedly, therapy was confirmed post op.